Manufacturer narrative:
A review of the save to disk by engineering noted that the device had no resets or faults. Also it was noted that external noise or myopotentials were seen on (B)(6) 2015 compared to short runs of ventricular tachycardia on (B)(6) 2015 and (B)(6) 2016 that appear physiologic. It was also noted that far field sensing was seen in the atrium or possible retrograde condition from the ventricle to the atrium. In addition the recent automatic capture testing showed good pacing thresholds and the pacing impedance measurements appeared stable with a gradual decreased. No noise artifacts were reported. Engineering recommended to check to have stable rv capture while patient is moving and changing posture and in presence of isometric testing, also suggested to check right ventricular electrocardiogram during manipulation and isometric testing to exclude any myopotential/mechanical noise oversensing. Further review of the data diskette by ts noted potential electromagnetic interference. Ts also noted some right atrial oversensing as well as noise on the right atrial lead. Ts noted that it might be valuable to consider reprogramming to fixed sensitivity in the ventricle since the patient appears to be dependent. Additional information noted that the device was reprogrammed a right ventricular fixed sensitivity.

Event description:
Boston scientific received information that this patient was suspected to have experienced ventricular fibrillation resulting in a syncopal episode. Boston scientific technical services (ts) reviewed the provide electrocardiograms and noted that this appeared to be related to pacing inhibition due to noise and oversensing not compatible with a vf episode. The electrocardiogram appeared to be related to external noise causing pacing inhibition possibly related to mechanical lead issue which should be investigated further. Ts suggested to verify device programming, lead capture and sensing during follow-up and recovery of the full save to disk for further review. No further adverse patient effects were reported. Additional information noted that the patient was driving their car when experiencing syncope and the patient was rescued to the intensive care unit. All lead measurements appears normal. More information and a save to data will be provided to ts for review. A save to disk for received. It was noted that the field clinical engineer attempted to reproduce the noise from the myopotentials without success, and ventricular sensing and electrocardiograms were clean. Stable electrical parameters were also noted and stable overtime.